Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system generated an out-of-range shock lead impedance (oor sli) alert. The patient reported that the device was emitting an audible tone, prompting a clinic visit for evaluation of the right ventricular (rv) lead. Technical services (ts) suggested reprograming options. No adverse patient effects were reported. This system remains in service.